Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
(B)(4). The analysis results found that the sc45 device was received in good visual condition and with five reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the knife worked as intended.

Event description:
It was reported that during a sigmoidectomy procedure, the device was no longer activated after a few activations. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4):the knife did not return to the home position after the third firing. The knife could cut the tissue and the staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.(B)(4)